Event description:
It was reported that when the stent (subject device) was delivered to the distal of the balloon, resistance was encountered and the stent (subject device) could not be deployed normally even after several tries. Analysis of the returned device found that the stent (subject device) to be partially deployed from the tip of the balloon. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the sdw (stent delivery wire) was found to be kinked/bent, the stent was found to be partially deployed from the tip of the balloon device, the stent and balloon catheter tip broke during removing the stent from balloon catheter, and the proximal end of the stent was found to be deformed. A functional test for the reported event stent difficult/unable to advance or pullback through catheter -fail. The stent could not be advanced through balloon catheter. Also, a functional test for the reported event stent failed/unable to deploy functional test ¿fail. Stent could not be deployed. The stent was pulled from the distal end of the balloon catheter. The stent and the tip of the balloon catheter broke during the test. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed during device analysis. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. It was reported that the physician prepared to deploy a stent through the balloon. When the stent was delivered to the distal of balloon, resistance was encountered, and the stent could not be deployed normally even after several tries. The device was returned and it was found that the stent was partially deployed from the tip of the balloon catheter, the stent was deformed, the sdw (stent delivery wire) was kinked and the stent was unable to be advanced out of the tip of the balloon to deploy the stent. As per the neuroform atlas dfu, "the neuroform atlas stent system is intended to be used with occlusive devices in the treatment of intracranial aneurysms" "required accessories - standard interventional devices, including rotating hemostatic valves =4.5f, a guide catheter, guidewire(s), and stryker neurovascular 0.0165-0.017 in (0.42-0.43 mm) ID microcatheters, excluding tracker¿ 17. The distal tip ID of the gateway otw balloon catheter is 0.0160"-0.0164", which is below the recommended ID. It is probable that the stent experienced difficulties to advance out of the distal tip of the balloon catheter to deploy the stent and subsequently causing the damage note to the returned device, due to the fact that the distal tip of the balloon catheter is incompatible. As this device was used off label for the treatment of icad and was advanced through an incompatible catheter, an assignable cause of user error will be assigned to the reported 'stent difficult/unable to advance or pullback through catheter' and 'stent failed/unable to deploy' and to the analyzed 'sdw kinked/bent', 'stent deformed', 'stent partial deployment', 'stent difficult/unable to advance or pullback through catheter', and 'stent failed/unable to deploy', as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.